Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it's likely the biopsy channel port was shaved at the edge of inner diameter due to having contact with the coil sheath cleaning brushes during reprocessing. The cause of the contact with the coil sheath could not be identified. Additionally, it's likely the biopsy channel port was dirty due to leakage that occurred from the control section of the device and it's probable the user did not complete reprocessing. The root cause of the white dirt was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the bronchofiberscope was showing spots in the image. There were no reports of patient or user harm associated with this event. The field service engineer went onsite to evaluate the device and found major black dots in the image, and dents on connecting tube, and sent the device for repair. The device was returned to olympus for a device evaluation and found the forceps channel port was shaved and dirty. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was not confirmed. In addition to the reported in b5, the device evaluation found the following: the image guide bundle had significant breakages, the eyepiece had a crack, due to deformation of the control unit the water tightness was lost, the image guide bundle had significant breakages, the adhesive on the bending section cover rubber was detached, the bending section cover rubber was dirty, due to wear of the angle wire the bending angle in the up/down direction did not meet the standard value, due to a dent on the channel tube the channel cleaning brush could not inserted smoothly, due to a dent on the channel tube the forceps could not be inserted smoothly, the connecting tube had a dent, the forceps channel port was dirty, the suction cover had a scratch, the up/down plate had a scratch, the angulation lever was dirty, the universal cord had discoloration, the universal cord had a scratch, the universal cord was sticky, the protector of the universal cord on control section side had a scratch, the light guide cover glass had a crack, and the suction cylinder had corrosion. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.